Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint for the system error 2240 was not confirmed due to a lack of sample. A root cause was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) was using a patient line extension and was not sure if it had primed. The technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm, advised to start over with new cassette and bags. The hp would start over with new cassette and bags. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.